Event description:
Baxter (B)(4) received a report that a folfusor had overinfused during patient use. The device was filed with an unknown volume of saline. The solution was allegedly delivered in 18 hours instead of the expected 24 hours. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4) evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 21.5 hours. At the end of the flow test period, the folfusor produced the following flow rates: calculated flow rate = 10.64 ml/hr, normalized flow rate = 10.91 ml/hr, specification range = 9.00 ? 11.00 ml/hr. The folfusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.